Manufacturer narrative:
Investigation: the disposable set was unavailable for return and evaluation. The run data file (rdf) was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause for the observed leuko reduction failure remains undetermined at this time as the signals in the run data file do not identify any abnormalities in the run.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The disposable set is not available for return because it was discarded by the customer.